Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and it was suspected that the lead had fractured. On (B)(6) 2018, the lead was capped and replaced successfully. The patient was in stable condition throughout the event.